Event description:
It was reported that the right atrial (ra) leadless pacemaker (lp) was unable to separate from the delivery catheter after fixation. Additionally, the ra lp was unable to be docked to the delivery catheter. The ra lp was removed and a new ra lp was implanted to resolve the event. The patient was in stable condition.